Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that a one touch ultrasoft lancing device had an issue where the lancets were not fully penetrating. It is not clear as to what date/time the alleged lancing device issue started. The pt did not take any actions related to diabetes treatment as a result of the alleged issue. She also denied receiving medical intervention from a health care provider. However, the pt claimed that on an unspecified date/time after the alleged lancing device issue began, she reportedly developed symptoms of feeling thirsty and dizzy. During the time of concern, the pt was able to test her blood glucose on her husband's unidentified meter. She reportedly got a result of "115 or 120 mg/dl." It is not known if the pt was symptomatic when she tested on her husband's meter. It would have been helpful to know the following info: the pt's testing frequency, her diabetes management and medication regimens, when the pt obtained the meter result on her husband's meter in relation to when she was symptomatic, and what actions the pt took before and after the symptoms developed. In addition, it would have been helpful to know if pt was still able to test her blood glucose and obtain blood samples using the reported lancing device during the time of concern, what her last blood glucose reading was before the reported issue began, and what date/time the result was obtained. The lancing device was replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with hyperglycemia after the alleged lancing device issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for eval, but has not yet received it. If the lancing device is returned, lifescan will evaluate it and, if the lancing device does not pass inspection, lifescan will inform FDA of the results in a supplemental report.